Event description:
The doctor was going to use 5f cordis exoseal closure device after procedure completed. The doctor states they were unable to deploy closure device. There was no harm to the patient.